Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received a shock for atrial fibrillation (af) with rapid ventricular response (rvr) in the shock zone. If was noted that af monitor was on, and this patient had been experiencing af for 4 days. The s-ICD remains in service. No adverse patient effects were reported. Additional information was received that this s-ICD was explanted due to an unknown reason and was returned. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
This device has been returned and will be analyzed. A supplemental report will be filed upon completion.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received a shock for atrial fibrillation (af) with rapid ventricular response (rvr) in the shock zone. If was noted that af monitor was on, and this patient had been experiencing af for 4 days. The s-ICD remains in service. No adverse patient effects were reported. Additional information was received that this s-ICD was explanted due to an unknown reason and was returned. No additional adverse patient effects were reported.